Manufacturer narrative:
This report is being filed under exemption (B)(4) on behalf of the MFR arjohuntleigh (B)(4). MFR complaint number: (B)(4). This report is being filed under exemption (B)(4) on behalf of the MFR (arjo (B)(4)). MFR's complaint number: (B)(4). Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
Customer developed pressure sores on the bottom of their heel. Customer indicated that there was a low pressure alarm, and that the bed will bottom out once they are in a sitting position. It is unk if the pressure sores had developed due to the low pressure experience, nor is the severity known (pressure sore stage).